Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic / abdominal pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included hydrocodone from 2008 to 2010, naproxen sodium (aleve) since (B)(6) 2010 and paracetamol (tylenol) since (B)(6) 2010. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2010, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2016, the patient experienced psychological trauma ("psych injury/ "). On an unknown date, the patient experienced abdominal pain ("pelvic / abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), dermatitis allergic ("allergic rash"), vaginal infection ("bladder / urinary problems bladder probs., urinary probs., bladder infect., uti, vag. Infect., vag. Discharge"), vaginal discharge ("bladder / urinary problems bladder probs., urinary probs., bladder infect., uti, vag. Infect., vag. Discharge"), bladder disorder ("bladder / urinary problems bladder probs., urinary probs., bladder infect., uti, vag. Infect., vag. Discharge"), urinary tract disorder ("bladder / urinary problems bladder probs., urinary probs., bladder infect., uti, vag. Infect., vag. Discharge"), cystitis ("bladder / urinary problems ¿ bladder probs., urinary probs., bladder infect., uti, vag. Infect., vag. Discharge"), urinary tract infection ("bladder / urinary problems bladder probs., urinary probs., bladder infect., uti, vag. Infect., vag. Discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental probs"), headache ("headaches,"), nausea ("nausea"), nervous system disorder ("nuero condit/prob") and abdominal pain upper ("stomach pain") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with surgery (she had undergone essure removal). Essure (ess205) was removed. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, metrorrhagia, dermatitis allergic, vaginal infection, vaginal discharge, psychological trauma, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, headache, nausea, nervous system disorder, weight decreased, vaginal haemorrhage, menorrhagia, migraine and abdominal pain upper outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, alopecia, back pain, bladder disorder, cystitis, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, nervous system disorder, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date and confirmation test date (B)(6) 2006. On (B)(6) 2007, she implanted essure (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: essure confirmation test(s) conducted, unspecified bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic / abdominal pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included hydrocodone from 2008 to 2010, naproxen sodium (aleve) since (B)(6) 2010 and paracetamol (tylenol) since (B)(6) 2010. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2010, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2016, the patient experienced psychological trauma ("psych injury/ "). On an unknown date, the patient experienced abdominal pain ("pelvic / abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), dermatitis allergic ("allergic rash"), vaginal infection ("bladder / urinary problems ¿ bladder probs., urinary probs., bladder infect., uti, vag. Infect., vag. Discharge"), vaginal discharge ("bladder / urinary problems ¿ bladder probs., urinary probs., bladder infect., uti, vag. Infect., vag. Discharge"), bladder disorder ("bladder / urinary problems ¿ bladder probs., urinary probs., bladder infect., uti, vag. Infect., vag. Discharge"), urinary tract disorder ("bladder / urinary problems ¿ bladder probs., urinary probs., bladder infect., uti, vag. Infect., vag. Discharge"), cystitis ("bladder / urinary problems ¿ bladder probs., urinary probs., bladder infect., uti, vag. Infect., vag. Discharge"), urinary tract infection ("bladder / urinary problems ¿ bladder probs., urinary probs., bladder infect., uti, vag. Infect., vag. Discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental probs"), headache ("headaches,"), nausea ("nausea"), nervous system disorder ("nuero condit/prob") and abdominal pain upper ("stomach pain") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with surgery (she had undergone essure removal). Essure (ess205) was removed. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, metrorrhagia, dermatitis allergic, vaginal infection, vaginal discharge, psychological trauma, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, headache, nausea, nervous system disorder, weight decreased, vaginal haemorrhage, menorrhagia, migraine and abdominal pain upper outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, alopecia, back pain, bladder disorder, cystitis, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, nervous system disorder, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date and confirmation test date (B)(6) 2006. On (B)(6) 2007, she implanted essure (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) conducted, unspecified bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff information form received. The case was upgraded from non-serious incident to serious incident. Essure removal reported. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.